Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced three peritonitis events. The cause of the events, treatment and action taken with pd therapy were not reported. The patient was hospitalized for the events. At the time of this report, the patient has recovered from the events. No additional information is available.